Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the touchscreen became cracked. Reportedly, the pump is still functional. Customer stated they were unsure how the pump became cracked. At the time of the report customer had elevated blood glucose levels (300 mg/dl). Customer delivered a manual injection to bring bg levels back to target range.